Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Additional information received on 10nov2025 e1 address b5.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in internal hemorrhoid ligation procedure performed on (B)(6) 2025. According to the complainant, during procedure, the bands failed to deploy one by one. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Additional information there was no difficulty setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned ligator device was analyzed, and visual inspection revealed damage to the ligator teeth, three damaged bands, and evidence that the trip wire was not secured to the handle post. No other issues were noted. The reported event of bands failing to deploy was confirmed. Evidence suggests the device was used inconsistently with the instructions for use (IFU), specifically failing to secure the trip wire in the slot on the handle and not properly taking up slack during setup. According to the IFU, the trip wire must be secured to ensure proper band deployment, and failure to do so can prevent the mechanism from functioning correctly. Additionally, the IFU warns that unless the shrink wrap is removed carefully, bands will not fire, and improper handling can disturb ligator bands and threads. Damage to the ligator teeth indicates the device may have been used with excessive force or insertion technique may have contributed to the damage, affecting the functionality of the handle during band deployment. The presence of overlapped bands may also relate to procedural technique or anatomical factors during the procedure. Based on all available information, the most probable root cause assigned is failure to follow instructions, with contributing factors classified as adverse event related to procedure.

Event description:
10/22/2025 - casta60. It was reported to boston scientific corporation that a speedband superview super 7 device was used in internal hemorrhoid ligation procedure performed on (B)(6) 2025. According to the complainant, during procedure, the bands failed to deploy one by one. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in internal hemorrhoid ligation procedure performed on (B)(6) 2025. According to the complainant, during procedure, the bands failed to deploy one by one. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.